Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of black box found record of the reported language file corruption related alarm. The pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. The reported language file corruption alarm was reproduced during the rewind step. The remaining testing was unable to be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 069, a language file corruption related alarm, at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.